Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's left eye (os) on (B)(6)2015. The lens was explanted on (B)(6)2015 due to the lens tore/broke during injection into the eye. The lens dislocated/subluxed and there was refractive change overtime. The lens was exchanged for another same size/power lens and the problem was resolved. The patient's best-corrected visual acuity was 20/30.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. Due to the returned condition of the lens, a remeasurement of the lens could not be performed. A review of the device history record found nothing in the manufacturing and packaging processes of this lens that was the root cause of the complaint. No definite root cause of the complaint is determined. Based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).